Event description:
Boston scientific crm received information that this atrial lead exhibited noise and impedances greater than 2500 ohms. A conductor fracture was suspected. In a revision procedure, the lead was surgically abandoned and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.